Event description:
It was reported that a patient underwent a hernia repair on an unknown date and mesh was used. The patient experienced a recurrent hernia one to two years after the initial procedure. A second surgery was scheduled to repair the hernia, however, it was cancelled when preoperative blood work revealed the patient was pregnant. Additional information has been requested.

Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.